Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6 review of the files confirmed that the root cause of the catheter movement was respiratory compensation updates failing when the catheter was in the sheath repeatedly. When the catheter was placed in sheath, it caused bad electrode data to be detected and respiration was not applied to that catheter. A new respiration needs to be collected in order for it to be applied again. A workaround is to recollect the sheath baseline. See ensite x ep system IFU, sheath filter. Additionally, an amplifier error was observed and the field frame became disconnected. It is recommended to verify all connections and consider returning the amplifier for evaluation. As there was no hardware return, the root cause of the reported incident could not be confirmed. The software is operating as designed.

Event description:
During the atrioventricular nodal reentrant tachycardia procedure, display issues requiring multiple troubleshooting measures resulted in a procedural delay. The diagnostic catheters were placed in the patient and displayed, and the respiration correction was taken. All catheters were moving significantly on the study. The study was closed, and the amplifier was restarted. However, when restarting the amplifier, it started flashing orange and approximately 10 attempts were made but with no resolution. All the cables on the front of the amplifier were disconnected and it was restarted, and it started up properly. Later during the procedure, mapping with the advisor hd grid catheter was performed and an attempt was made to map again with the non-abbott his catheter, but the catheter was not displayed on the ensite even though the potentials were displayed, so the mapping was discontinued. Subsequently, when the non-abbott ablation catheter (freezorxtra- medtronic) was placed in the patient to cool it down, all the catheters were moving significantly even though the respiration correction had been taken. The procedure was continued, but the his catheter, hra catheter, and freezorxtra display were moving away to improper position while cooling and then returned again after the cooling was completed. The navigation was unstable even after taking the respiration correction until the end. The issue was not resolved, the cause was unknown. The procedure was completed without replacing the ensite x and with no adverse consequences to the patient.